Event description:
The customer contacted olympus and requested a service for their device, a water pipe burst at the customer site and now when they connect the device to the outlet it causes the electric circuit breaker to malfunction.

Manufacturer narrative:
This device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely this issue occurred because the allowable current of the subject breaker was exceeded or due to leakage of electricity. Since the subject device was not returned, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.